Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the pt's physician that high impedance had been detected on the pt's generator. The physician stated that since recently being implanted, the pt had felt the device stimulating through coughing, sore throat, gagging, and voice alterations. These effects had improved some recently. At the time of surgery, the impedance had been less than 2000 ohms according to the surgeon. There was no known trauma to the pt. X-rays were review by the MFR and no obvious anomalies were noted, though a section of the lead body extending from the negative electrode did appear suspicious as its appearance faded substantially on the rec'd views. A revision surgery in the future is likely. Attempts for further info have been unsuccessful to date.